Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly, the pt was stepping into an ambulance (as a psychiatric nurse). He twisted his leg. When he arrived at the hospital, it turned out that the neck of the prosthesis was broken.